Manufacturer narrative:
Follow-up #1: date of submission 04/01/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: investigation revealed that the battery compartment was cracked. The battery cap was not returned with the pump. A new test cap was able to carefully tighten to the pump and was used to complete all testing. Unrelated to the complaint, the display screen was observed to discolored, however, the screen was able to be read. The keypad was found to be fully intact. The contrast key was intermittently responsive. The up arrow, down arrow and ok keys responded appropriately. The keypad cover was removed and evidence of contamination was present under the all of the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump case was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.